Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during the device replacement procedure, it was noted that both the right atrial (ra) lead and right ventricular (rv) leads were stuck in the device header. Saline was used, as well as tugging, which were unsuccessful. The ra lead seemed as though it might break so both leads were cut, and explanted while inside the device. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.